Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found the following. - the adhesive of the bending section rubber was worn out. - the air/water cylinder was scratched. - the suction cylinder was scratched. - the universal cord was wrinkled. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and oekg, omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for (B)(6) bacteria (2 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] all channels: pseudomonas aeruginosa (>100 cfu/endoscope). [Second time; (B)(6) 2021] all channels: pseudomonas aeruginosa (>100 cfu/endoscope). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.